Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. The customer¿s blood glucose was 140 mg/dl. Customer tried to rewind the insulin pump but it would not rewind. The customer has to press the act button five times before the insulin pump would rewind. The device will be returned for the analysis.

Manufacturer narrative:
No rewind anomaly or button error alarm noted during testing. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted.